Manufacturer narrative:
Siemens showed due diligence in attempting to obtain additional relevant information however, to date siemens has not been given the true date of the event of when the alleged discrepant troponin (thb) result was generated. The complaint listed the first date of the event as 03/07/2024, but there are no thb results of 9.7 g/dl on that date. Siemens proceeded to review other dates and there are thb results of 9.7 g/dl on (B)(6) and (B)(6). Since the true date of the event is unknown (has not been verified by the customer), siemens reviewed the performance of the measurement cartridge for thb from (B)(6) 2024 ¿ (B)(6) 2024. There were no concerning thb events during the use-life of this measurement cartridge. The rapidpoint 500e instrument is performing as intended and the is currently operational at the customer site. As no cx files have been provided and the true date of the event is unknown. A thorough investigation could not be performed, and a root cause cannot be determined.

Event description:
Customer reported that they received discrepant high thb results compared to retesting on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided instrument files and investigation is underway. The cause of this event is unknown.